Event description:
It was reported that the patient presented to the emergency room. There was a superior vena cava (svc) lead alert for widely variant and high impedance. A rise in the right ventricular defibrillator impedance was also noted. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.